Event description:
Information received that the caster would lock and hold, but would rotate if pushed on side. No injury reported.

Manufacturer narrative:
Technician found that the caster would lock and hold, but would rotate if pushed on side. Replaced brake caster to resolve this issue. Bed on 3rd floor.